Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead five weeks post implant. Boston scientific technical services (ts) discussed the possible causes for this issue. Additional information was received indicating that all other measurements were normal and that no further intervention was currently planned. X-rays also confirmed a stable device and lead connection. It was later reported that the ICD and rv lead continued to exhibit high pacing impedances. Ts discussed the potential reasons for the observation and suggested measures to evaluate system integrity. At this time, no intervention was planned as long impedance measurements remain stable. No adverse patient effects were reported. The device and lead remain in service.